Event description:
A customer reported that three patient's samples (with anti-c and anti-k) did not react with 0.8% resolve panel a lot vra102. No death or serious injury was associated with this incident.